Event description:
Baxter reports that a home pt contacted baxter's technical service center for report that a family member opened the transfer set with the minicap off before connecting to the pt line of the homechoice set. Consequently, the transfer set was opened and leaked fluid. The baxter technician instructed the pt to close the transfer set and put a new minicap on and then contact their healthcare professional. No further info regarding this event is known at this time.